Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) double curse was inserted. An angiogram was performed, and physician decided to exchange the was double curve for a was single curve. The was single curve was positioned in the laa with a pigtail catheter. A 31mm watchman flx closure device and delivery system (wds) was inserted and deployed but later exchanged for a 27mm wds in an attempt for better positioning. The 27mm wds was exchanged for a second 27mm wds. The second 27mm wds was deployed and released after meeting release criteria. Post-implant transesophageal echocardiogram (tee) was performed revealing a large fluid collection in the pericardial space. The patient remained hemodynamically stable and was transferred to the post-procedure unit for monitoring. The patient required no further intervention and is expected to fully recover.